Event description:
Customer reported in a form of e-mail to through the customer service department that: customer has a codman programmable valve implanted. Every time the barometric pressure changes with the weather this shunt gives me a paralyzing headache and I want to sleep afterwards, but no one will change it for me because every time I go to get a CT scan nothing shows the shunt is malfunctioning. I have turned this over to the FDA for consideration of getting this problem corrected but you are the only that can voluntarily say there is more research that needs to be done. Additionally, in a phone call conversation the customer informed the following: shunt product code is unknown. Shunt was implanted during 2005. Customer has slit ventricular syndrome. Previously had a shunt for 25 years without any issues.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.